Event description:
It was reported that during the procedure, it was noticed that the packaging contains an incorrect item. The surgeon had noticed a difference in the implant but placed the liner according the provided IFU. The implant remains in the patient. Label states: ep-053660 _ lot number 6542112; package contains: ep-063660_ lot number j6504901.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b2, b4, b5, d2, g3, g4, g7, h1, h2, h3, h6, h10. G3: report source, foreign - event occurred in netherlands. Root cause: operator error throughout various manufacturing processes. The product has not been returned to biomet for evaluation, however the photographs provided shows that the label on packaging states ep-053660, but the product inside was etched as ep-063360. It was reported initially that the implant was not used and was available for return. However, the surgeon had noticed a difference in the implant but placed the liner according the provided IFU. The implant remains in patient. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported at the time of manufacture. A review of the complaint database has found no similar complaints reported with these items the review of the deviation report does not identify any deviations associated with the lot numbers associated with this complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product remains implanted.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that during procedure, it was noticed that the packaging contained an incorrect item. The item was implanted into the patient.